Event description:
Four years postoperatively, the pt was admitted with active, acute bacterial endocarditis of the mitral valve (blood cultures were positive for streptococcus) and was treated with antibiotics. The valve was explanted and replaced with a 29mj-501. It was reported that four days prior to explant, the pt had visited the dentist for routine cleaning without prophylactic antibiotics. Two days later, the pt experienced fever, hematuria, and increased blood sugar. The pt had a history of non-insulin dependent diabetes mellitus, chronic obstructive pulmonary disease, hypertension, congestive heart failure, left ventricular ejection fraction of 40%, chronic renal insufficiency, hyperlipidemia, and peripheral vascular disease. The pt also had a history of aortic vavle replacement (1996) and coronary artery bypass graft x2 (1999) with mitral valve replacement. Additional info has been requested.